Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2021. Based on the investigation results of similar events and on the technical intervention carried out, it cannot be ruled out that the reported issue was caused by a defective component of the replaced unit.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The erc tubing clamp was frozen, it did not open or close. The unit was replaced with a new one. Subsequent functional verification testing was completed without deviations. Two cases were processed so far with no issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm malfunctioned, giving a failure error message on the s5 system control panel. The issue occurred post-procedure. There was no patient involvement.